Event description:
Pulmonetic systems, inc. Received an email from representative of distributors in 2002. The representative reported the following problem: the vent was returned due to low vte and the patient developed co2 poisoning, resulting in hospitalization. Unable to obtain further information from the reporting source (to date).